Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Additionally, the customer reported seeing air bubbles in the infusion set tubing. Multiple follow attempts were made by tandem customer technical support (cts), however, no response was received by the customer. There was no adverse impact to the customer¿s blood glucose level. No additional information was provided.